Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia procedure, the device¿s tacks were unable to fire normally while being use in tacking mesh. There was some crunching while firing. The device fired but tissue fell out. Tack did not hold tissue. It penetrated but did not hold. New device was used to complete the case. There was no patient injury.